Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated the dexcom was displaying a reading of 111 mg/dl when the patient became unresponsive and required glucagon and a trip to the emergency room (ER). The patient¿s mother stated they were unable to perform a finger stick reading at the time of event to compare the cgm and bg values due to how badly the situation became. Additionally, she stated that the ER doctor and the endocrinology team assumed that the blood sugar reading was not accurate. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined. Patient was under 2 years old. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older.